Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock impedance. The shock impedance at implant was at 100 ohms, technical services (ts) was consulted and advised the shock impedance is at 126 ohms. The past year the shock impedance has been stable with only one other out-of-range measurement a few months ago at 126 ohms. Ts provided troubleshooting and device optimization recommendations due to this is a single coil lead. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remain in service. No adverse patient effects were reported.